Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the sensor gives inaccurate readings and weak signal alerts. She also stated that she has had blood at the sensor site and that the first time it happened, there was a significant amount of blood. The blood glucose reading was not given. She stated the site did not show signs of infection and was not actively bleeding at that time. Nothing further was reported.